Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) later reported that the cause of the high impedance was not determined.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had high impedance. The patient has been programmed around the high impedance and they are receiving therapy. The day of the report all of the patient¿s pairs were out of range. In (B)(6) pairing 1<(>&<)>2 was out of range at 4154ohms. There were no symptoms reported. No further complications were reported or anticipated.